Manufacturer narrative:
The device involved in this complaint was not returned to cirl for an evaluation therefore a documentation based investigation was carried out. The complaint was confirmed based on customer testimony. As the device was not returned to cirl for evaluation a definitive root cause for this occurrence could not be conclusively determined. There is no evidence to suggest that this issue affects the entire lot # c1280748; upon review of complaints this failure mode has not occurred previously with this lot # c1280748. A review of the incoming quality control record for the component involved in this complaint did not reveal any discrepancies that could have contributed to this issue. Prior to distribution all zso-7-10 devices are subject to 100% inspection to ensure device integrity, these inspections and functional checks are outlined in internal procedures in place at cirl. Ifu0045-6 lists stent migration among the potential complications associated with biliary stent placement. The addition of flaps or pigtails (as with zso-7-10) to stents serves to prevent upward/ downward migration in the biliary duct due to peristalsis. A post implantation evaluation detected stent migration within 1 to 2 days of being implanted. A potential root cause of this occurrence may be attributed to patient anatomy. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. H3 other text : the device involved in this complaint was not returned to cirl for an evaluation therefore a documentation based investigation was carried out. The complaint was confirmed based on customer testimony. As the device was not returned to cirl for evaluation a definitive root cause for this occurrence could not be conclusively determined. There is no evidence to suggest that this issue affects the entire lot # c1280748; upon review of complaints this failure mode has not occurred previously with this lot # c1280748. A review of the incoming quality control record for the component involved in this complaint did not reveal any discrepancies that could have contributed to this issue. Prior to distribution all zso-7-10 devices are subject to 100% inspection to ensure device integrity, these inspections and functional checks are outlined in internal procedures in place at cirl. Ifu0045-6 lists stent migration among the potential complications associated with biliary stent placement. The addition of flaps or pigtails (as with zso-7-10) to stents serves to prevent upward/ downward migration in the biliary duct due to peristalsis. A post implantation evaluation detected stent migration within 1 to 2 days of being implanted. A potential root cause of this occurrence may be attributed to patient anatomy. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After confirming the occurrence of cbd stricture, the zso stent is mounted on the right and left hilar, respectively, and the procedure is terminated. The stent was found to be disappeared during follow up check-up one month after procedure.

Manufacturer narrative:
Investigation is pending. A follow up report will be submitted with the investigation conclusions.

Event description:
After confirming the occurrence of cbd stricture, the zso stent is mounted on the right and left hilar, respectively, and the procedure is terminated. The next day, the patient was x-rayed for follow-up and the stent was migrated.